Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips authorized service provider (asp) went onsite to evaluate the device. The following functional tests were performed: the asp replaced the speaker assembly and the main board. A good faith effort (gfe) response confirmed the unit has returned to working specification with the replacement of the parts previously mentioned. The gfe response was unable to determine if there was sound at the time of the event or if there was a speaker inoperative message present. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly and the main board. The reported problem was confirmed. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker defective. It is unknown if the device produced sound at time of report. The device was in use on a patient at the time of the event, there was no adverse event reported.